Event description:
According to the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve, the physician encountered resistance while introducing the valve through the 14fr e-sheath. Upon exiting the e-sheath, a bent stent strut was observed. Despite this, the decision was made to proceed with the procedure, and the valve was advanced and deployed without any issues. The device was subsequently discarded at the hospital. Imagery provided showed that the distal tip appeared to be torn radially, and the distal liner appeared expanded as designed.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery received showed that the patient's left access vessel had the presence of calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The reported event was confirmed per evaluation of the device imagery. In this case, available information suggests that variability in tip expansion and/or patient factors (calcification) and/or procedural factors (high push forces) likely contributed to the event as it was reported that, "there was increased push force at the distal end of the sheath." Additionally, patient factors were confirmed via provided 3mensio. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation. Additionally, as a bent thv strut was reported, it is possible that the altered valve profile could further exacerbate the non-coaxial alignment between the devices. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.